Manufacturer narrative:
Section d4: additional information. Section g3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the report of pump stops was confirmed through the analysis of the submitted log file. No notable events were captured in the log file until (B)(6) 2019 when the pump speed momentarily decreased below the low speed limit while the system was supported by the power module. The speed quickly recovered and no other issues were recorded until (B)(6) 2019 when intermittent motor stopped events were observed while the system was supported by the power module. Additional motor stopped events and decreases in speed below the low speed limit were captured only while supported by the power module, further confirming that the pump was struggling to maintain the set speed while connected to a grounded power source. Based on past experience with the hmii lvas and similar reported events, the log file data is consistent with a potential driveline issue. According to the account, the patient was asymptomatic and was ultimately sent home with an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and patient handbook contain sections about caring for the driveline and explain that "driveline damage due to wear and fatigue occurs in both the externalized and implanted portions of the lead. Damage to the conductors within the driveline may or may not be preceded by visible damage to the outer layer of the driveline." These documents also describe all system controller alarms and the recommended actions associated with them no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 5 years 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple pump stops upon examination of the log file. The log file began capturing speed drops or pump stops on (B)(6) 2019. These continue intermittently throughout the remainder of the log file. Analysis of the pump stops suggested a possible short-to-shield condition. Patient was provided with an ungrounded cable and educated to switch to battery if alarms occur. No additional information was provided.